Event description:
It was reported this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was implanted with difficulty due to imaging and anatomy. A second clip also encountered these same difficulties. As the second clip was released, a chordal rupture was observed, so the physician decided to implant a third clip. The same difficulties were encountered with the placement of the third clip. Upon deployment of the third clip, it detached from one leaflet and remained attached to the other leaflet in a single leaflet device attachment (slda). The procedure was concluded with the mr being reduced to 3-4.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult positioning in anatomy was due to a combination of difficult imaging and anatomy. The reported difficult imaging was due to patient anatomy. The cause of the reported chordal rupture was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was implanted with difficulty due to imaging and anatomy. A second clip also encountered these same difficulties. As the second clip was released, a chordal rupture was observed, so the physician decided to implant a third clip. The same difficulties were encountered with the placement of the third clip. Upon deployment of the third clip, it detached from one leaflet and remained attached to the other leaflet in a single leaflet device attachment (slda). The procedure was concluded with the mr being reduced to 3-4.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.